Event description:
Information received by medtronic user reported that from the past hours the pump has been alarming to check ketones. He also stated that he found that the pump alarmed insulin flow blocked during basal. No harm requiring medical intervention was reported. Customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.